Event description:
During a cardiac stress exam, an ultrasound system displayed an error message and then rebooted itself on its own accord. There was no adverse event to the patient as a result of the event.